Event description:
It was reported that the neurologist¿s handheld device was unable to communicate with the patient¿s generator. Troubleshooting was later performed and no communication issues were identified. The wand battery was replaced and the interrogation reportedly became quicker. It is unknown whether there was an issue with the patient¿s generator as interrogation has not occurred since the failure to communicate occurred. Review of the available programming and diagnostic history showed normal diagnostic results when the device was implanted on (B)(6) 2010.

Manufacturer narrative:
Review of the available programming and diagnostic history.